Manufacturer narrative:
Device is not returned for investigation as it remains implanted. The root cause of this event is attributed to pre existing conditions. DHR was not reviewed as lot number was not provided. A follow report will be submitted to relay further information if received. Cayenne will continue to monitor for future events.

Event description:
It was reported that patient presented with back pain post operation as part of a case study. Surgeon attributed the cause of this event to pre-existing conditions and not related to the device.